Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and verified all instrument operations and found no mechanical problems. Fe was unable to reproduce incident. The instrument was tested without further problem and was returned to expected operation.